Event description:
It was reported that: there were issues advancing and with drawling the tavr procedure sheaths. There was a hematoma present prior to manta deployment. The physician decided to add 1cm to the measured depth due to hematoma. Post manta deployment there was pulsatile blood flow from the right groin. Manual pressure was held , and a contralateral post angiogram revealed extravasation. It was decided with the interventional cardiac physician and the cardio-vascular consultant, to perform a surgical cut down. The manta was found in the tissue tract and was then explanted. Surgery went well and the vessel was repaired. Additional information on 08mar2023: during a tavr procedure on the 06mar2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. The vessel size was 9mm with no reported calcification. Measured depth for the manta was 4.5+1cm but was deployed at 6.5cm. Both heparin and protamine were administered intravenously during the procedure. It was reported that when advancing the sheaths, resistance was met and had to be taken out and exchanged for a new sheath. Resistance was met multiple times while the sheath was being inserted and advanced. After the removal visual damage was noted to the sheath by the physician. After the sheath was removed a visible hematoma started to form under the skin. Dr zafar also stated that it was palpable. On CT looked like minimal tortuosity. After the case the dr' s had been discussing that there must have been extreme tortuosity after the difficulty that they had while trying to advance the sheaths. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Snapshots of angiograms were obtained by vsi however, they are inconclusive and do not provide any information relevant to the analysis. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The patient demographics indicated a bmi of 41.2. The manta instructions for use warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). A centrally positioned access was gained utilizing ultrasound and micro puncture. The arteriotomy was greater than 9mm, according to the CT scan - minimal tortuosity and no calcification, with a measured depth of 4.5cm + 1cm. Resistance was encountered while attempting to advance the expandable procedural sheath. The expandable sheath was removed and replaced with a new expandable sheath; although resistance was met multiple times while the sheath was being inserted and advanced. Following sheath removal, damage to the sheath was visibly seen and a palpable hematoma was forming under the skin. Prior to deployment, the physician added an additional 1cm to the measured depth (4.5cm + 1cm) + 1cm to accommodate for the actively forming hematoma. Following deployment, pulsatile bleeding was present, and immediate manual pressure was held; the patient was transfused two units of packed red blood cells. A contralateral post-angiogram indicated extravasation, and the physician and surgeon choose to perform a surgical cut down revealing the manta device was deployed into the tissue tract. The manta device was explanted, the vessel was repaired, and the patient was transferred to the floor for further evaluation. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to the hematoma that was present prior to deployment. Likely altering the depth measurement for the deployment of the manta, potentially causing the manta sheath not to be able to seat properly, and possibly causing the manta anchor to deploy outside the vessel. Risk documentation was reviewed; tract deployment is a known risk. The severity of harm is ranked at a 5 based on major bleeding requiring transfusion of 2 or 3 units of packed blood cells. The manta instructions for use (lbl-004 r b) indicate the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Do not use manta if there is marked tortuosity of the femoral or iliac artery. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, vessel laceration or trauma, and late arterial bleeding. Additionally, the IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: there were issues advancing and with drawling the tavr procedure sheaths. There was a hematoma present prior to manta deployment. The physician decided to add 1cm to the measured depth due to hematoma. Post manta deployment there was pulsatile blood flow from the right groin. Manual pressure was held , and a contralateral post angiogram revealed extravasation. It was decided with the interventional cardiac physician and the cardio-vascular consultant, to perform a surgical cut down. The manta was found in the tissue tract and was then explanted. Surgery went well and the vessel was repaired. Additional information on 08mar2023: during a tavr procedure on the 06mar2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. The vessel size was 9mm with no reported calcification. Measured depth for the manta was 4.5+1cm but was deployed at 6.5cm. Both heparin and protamine were administered intravenously during the procedure. It was reported that when advancing the sheaths, resistance was met and had to be taken out and exchanged for a new sheath. Resistance was met multiple times while the sheath was being inserted and advanced. After the removal visual damage was noted to the sheath by the physician. After the sheath was removed a visible hematoma started to form under the skin. Dr zafar also stated that it was palpable. On CT looked like minimal tortuosity. After the case the dr' s had been discussing that there must have been extreme tortuosity after the difficulty that they had while trying to advance the sheaths. The patient was reported as fine post the procedure.